Event description:
In 2000, the patient's 8:30/a fasting blood glucose on their one touch basic meter was 30 mg/dl. Pt felt fine and did not eat or take insulin. At 9:30/a, their visiting nurse checked their blood glucose with an accucheck meter with a result of 510 mg/dl. The patient was transported to the hospital where at 10:30/a, their bg on a hospital meter was 500 mg/dl. Pt was treated with insulin and discharged the same day. The meter is not cleaned according to manufacturer's recommendations, alcohol is used to clean the meter optics.